Event description:
Pharm tech notified rph on duty of message "check rec amount" on compounder during compounding. Rph verified amount pumped into tpn bag as aa: 441 ml vs 420 & d70: 407 vs 343. Disputed batch was destroyed & new batch remade. No further occurrence.